Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the tubing was ¿reading high pressure¿ when in pump. The tubing ¿alarming high pressure and occluded when running through alaris pump.¿ it was noted that the patient did not receive lipids while troubleshooting the tubing/re-priming new tubing. There was patient involvement but no harm.